Event description:
After approcimately six years of cochlear device use, this pt reported sound facing with movement of head or during initial "power up". Pt was also experiencing chronic pain in the affected ear. Dur to the above reasons, pt's health care learn elected to explant the device in 2005. During the surgery, it was discovered that the device migrated from the cochleostomy and was causing chronic otitis media. At this time, the pt has a cochlear implant in the contralateral ear that is serving pt's hearing needs.